Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The patient cable is not a single use device. Approximate age of the device is 2 years and 11 months (calculated from the manufacturer date (march, 2013) of the patient cable's lot number). The power module 14 volt patient cable (patient cable) was returned to the manufacturer for evaluation. Visual inspection of the patient cable confirmed bent pins within the 16-pin lemo style connector. Due to the condition of the bent pins, the returned patient cable would not fully engage in the laboratory¿s power module receptacle. With the patient cable not fully engaged into the laboratory¿s power module receptacle, the test system controller produced an audible continuous tone, which is as expected. Additionally, no led¿s were observed on the system controller, there was no communication to the system monitor and the test lvad pump did not start. The analysis of the returned patient cable determined that connection to the power module was compromised due to the condition of the bent pins. The bent pins in the 16-pin lemo style connector was possibly due to a misalignment issue between the patient cable and power module receptacle upon physically mating the two parts. For testing purposes only, the bent pins within the 16-pin lemo style connector were straightened and the patient cable was thereafter able to fully connect to the test power module receptacle. Functional testing performed on the repaired patient cable found that the cable provided sufficient voltage and normal pump telemetry on the test system monitor. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. On 02/04/2016, it was reported that the power module 14 volt patient cable was checked by the hospital¿s biomedical engineering personnel in the hospital and a bent pin was found on the patient cable. There was no report of any impact to pump function during this event and there was no patient injury. The suspect power module patient cable was replaced with a new cable. During investigation of the returned patient cable bent pins were confirmed in the connector. The patient cable would not fully engage with the power module receptacle and as a result there was no power to the system controller and no communication to the system monitor.